Manufacturer narrative:
Pc-(B)(4). Date sent: 6/1/2020 d4: batch #u5a34k. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose, which lead to the device not been able to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic radical resection of lung cancer surgery, when the packaging was opened before using it on the patient, the battery had an abnormally high temperature. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.